Event description:
Revision surgery - due to pain and the glenoid being loose. The surgeon converted to a hemi.

Manufacturer narrative:
The reason for this revision surgery was identified as device loosening after 3.7 years of patient use. The outcomes attributed to this event are non-serious. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for a revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the sixth complaint for this product: one due to trauma, three due to device loosening, one for stability/poor joint issues, and one due to fixation. This is the fourth complaint for this lot number. The root cause for the device loosening was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There is no indication of a product or process issue affecting implant safety or effectiveness.